Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the conquest pta balloon dilatation catheter products that are cleared in the us. The pro code and 510 k number for the conquest pta balloon dilatation catheter products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: one conquest dilatation catheter and an unknown inflation device were returned for evaluation. Unraveling fibers were able to be observed on the returned balloon catheter. There were no other specific anomalies noted during visual evaluation. During functional testing, the balloon was inflated with an in-house inflation device and water was noted to be leaking from the distal tip. The balloon fibers were stripped and a longitudinal rupture was observed. No other functional testing was performed. All the anomalies are noted by microscopic observation. Therefore, the investigation is confirmed for the reported balloon rupture, as a longitudinal rupture was noted on the balloon during functional testing of the returned device. The investigation is also confirmed for the identified unraveling of fiber, as the returned balloon was able to be observed with these anomalies during visual evaluation. A definitive root cause for the reported balloon rupture and identified unraveling of fiber could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured at 28 atm. There was no reported patient injury.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured at 28atm. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified in device information has not been cleared in the us but is similar to the conquest pta balloon dilatation catheter products that are cleared in the us. The pro code and 510 k number for the conquest pta balloon dilatation catheter products are identified in common device name and PMA/510k. As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway.